Event description:
The following has been reported: biomed reported: pump problem error service required. No patient harm and no active infusion. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 1 actuation failure. During startup, the valves can be heard trying to actuate normally but the compressor would make no attempt to charge. The device was reverted to manufacturing mode to undergo pneumatic hardware testing and proceeded to fail due to the air compressor not engaging. An internal investigation found no physical faults or damages.